Event description:
It was reported that during an unspecified surgical procedure the motor device "heated, although rotation time was not sufficient yet". The report indicated that the "product occurrence was not related to the health of patient." It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information provided by (B)(6) stated that the device did not have low rotations per minute (rpms) but had ¿cast heat¿ even though the device had only rotated for one minute. It was stated that the motor device was attached to the pressure relief valve at the time of the incident. There were no delays to the surgical procedure as a spare device was available for use. The surgical procedure was completed successfully. There were no injuries, medical intervention or prolonged hospitalization associated with this event. The reporter did not have any information available about the patient¿s diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.